Event description:
Customer reported erroneous differential results were obtained for one pt over multiple days when using the coulter lh 780 hematology analyzer. Instrument generated flags were not present with the erroneous test results. The test results were determined to be erroneous when compared to a manual blood smear differential. Erroneous test results were reported out of the lab. No reports of death or serious injury and no affect to pt treatment as a result of this event. This event represents event 1 of 13 events reported by this customer for the same pt, multiple samples tested over multiple days on four different analyzers.

Manufacturer narrative:
The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after the event and recovered within assay limits. The instrument sensitivity was set at [3222], which is high-level for blast flagging and mid level for all other sensitivity settings. Service was not dispatched. Raw data analysis was conducted. Specimens are marginal and do not meet the algorithm criteria for suspect flagging. Root cause is unk. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR is 1 of 13 reported by this customer. This MDR is related to the following mdrs that have been reported. MDR# 1061932-2011-01224, 01225, 01226, 01227, 01228, 01229, 01230, 01231, 01232, 01233, 01234, 01235.